Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain.') In an adult female patient who had essure (batch no. 50512941 (l), 787227 (r)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, obesity, hypertension, premenopause, bloating and adenomyosis. Concurrent conditions included abdominal pain, headache, perineal pain and dysmenorrhoea. Concomitant products included carvedilol, intrauterine contraceptive device (iud nos), losartan, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). In (B)(6) 2017, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with clobetasol and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the anxiety and depression outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: the essure device was successfully occluded. Total bilateral occlusion. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as menorrhagia, dysmenorrhea, vaginal bleeding, pelvic pain lot number:50512941 manufacture date: 2010-06 expiration date:(B)(6) 2013 lot number:787227 manufacture date:(B)(6) 2010 expiration date:(B)(6) 2013 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: uterine fundus') and pelvic pain ('physical pain/pain/pelvic area') in a 41-year-old female patient who had essure (batch no. 50512941 (l), 787227 (r)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, obesity, hypertension, premenopause, bloating and adenomyosis. Concurrent conditions included abdominal pain, headache, perineal pain and dysmenorrhoea. Concomitant products included carvedilol, intrauterine contraceptive device (iud nos), losartan, nsaids since december 2010 and paracetamol (acetaminophen) since december 2010. On (B)(6) 2010, the patient had essure inserted. In january 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). In january 2017, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 6 years 11 months after insertion of essure. The patient was treated with clobetasol and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, anxiety and depression outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011 : the essure device was successfujly occluded. Total bilateral occlusion. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as menorrhagia, dysmenorrhea, vaginal bleeding, pelvic pain lot number:50512941 manufacture date: 2010-06 expiration date: 2013-06. Lot number:787227 manufacture date: 2010-10 expiration date: 2013-10 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received. Event added: migration of essure device location of device: uterine fundus. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain.') In an adult female patient who had essure (batch no. 50512941 (l), 787227 (r)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, obesity, hypertension, premenopause, bloating and adenomyosis. Concurrent conditions included abdominal pain, headache, perineal pain and dysmenorrhoea. Concomitant products included carvedilol, intrauterine contraceptive device (iud nos), losartan, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). In (B)(6) 2017, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with clobetasol and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the anxiety and depression outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: the essure device was successfully occluded. Total bilateral occlusion. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as menorrhagia, dysmenorrhea, vaginal bleeding, pelvic pain. Most recent follow-up information incorporated above includes: on 5-jul-2019: pfs and mr received: events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, pain were added. Medical history, lab data, lot number, concomitant drug, treatment drug, historical drug were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterine fundus') and pelvic pain ('physical pain/pain/pelvic area') in a 41-year-old female patient who had essure (batch no. 50512941 (l), 787227 (r)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, obesity, hypertension, premenopause, bloating and adenomyosis. Concurrent conditions included abdominal pain, headache, perineal pain and dysmenorrhoea. Concomitant products included carvedilol, intrauterine contraceptive device (iud nos), losartan, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). In (B)(6) 2017, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 6 years 11 months after insertion of essure. The patient was treated with clobetasol and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, anxiety and depression outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device expulsion, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for events pain, bleeding and migration. (B)(6) 2009 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: the essure device was successfujly occluded. Total bilateral occlusion. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as menorrhagia, dysmenorrhea, vaginal bleeding, pelvic pain lot number:50512941 manufacture date: 2010-06 expiration date: 2013-06. Lot number:787227 manufacture date: 2010-10 expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterine fundus') and pelvic pain ('physical pain/pain/pelvic area') in a 41-year-old female patient who had essure (batch no. 50512941 (l), 787227 (r)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, obesity, hypertension, premenopause, bloating and adenomyosis. Concurrent conditions included abdominal pain, headache, perineal pain and dysmenorrhoea. Concomitant products included carvedilol, intrauterine contraceptive device (iud nos), losartan, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). In (B)(6) 2017, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 6 years 11 months after insertion of essure. The patient was treated with clobetasol and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, anxiety and depression outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device expulsion, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for events pain, bleeding and migration. (B)(6) 2009 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: the essure device was successfujly occluded. Total bilateral occlusion. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as menorrhagia, dysmenorrhea, vaginal bleeding, pelvic pain. Lot number:50512941, manufacture date: 2010-06, expiration date: 2013-06. Lot number:787227, manufacture date: 2010-10, expiration date: 2013-10 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Outcome of events pelvic pain was updated as recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.